Event description:
It was reported that prior to a thyroidectomy the threaded stud broke off. The handpiece was swapped with another device and the case was completed with no patient consequence.

Manufacturer narrative:
Device was not returned for evaluation.